Event description:
Reporter stated unit measured anterior surface lens instead of anterior surface of cornea resulting in 6d-iol. No intervention was taken. Pt is satisfied with -6d; does not want iol replacement. Vision is 20/15 with correction.